Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient has deceased. There is no known allegation from a health care professional that suggests that the death was device related.

Manufacturer narrative:
Correction: new information reported stated that the correct date for received date should be updated to 08/08/2014.

Event description:
It was reported during the implant procedure, the patients coronary sinus could not be found and a competitive epicardial lead was implanted. The patients vital signs decreased and the patient expired the next day. It was reported that the cause of death is unknown. No further information is available at this time.